Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 450 mg/dl and a corrective bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were found. The customer changed the pump supplies and resumed insulin delivery. Reportedly, the customer had been using humulin u500 insulin in the cartridge. Tandem technical support informed the customer that humulin u500 was not labeled for use with the pump.